Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. During device check, no telemetry connection could be established with the pulse generator. An open channel telemetry test was successful; when attempted to interrogate the message communication was lost was displayed. As the patient has been monitored through remote checks regularly and the device could be checked through remote transmission; no intervention was performed. The patient would continue to be monitored remotely via merlin.net.